Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as a sore that developed under the lifevest. There was no alleged device malfunction contributing to the irritation. The patient asked if she could remove the garment due to water coming from the skin. The medical outcome of the rash is unknown as follow up attempts were unsuccessful. Reporting out of abundance of caution.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as a sore that developed under the lifevest. There was no alleged device malfunction contributing to the irritation. The patient asked if she could remove the garment due to water coming from the skin. The medical outcome of the rash is unknown as follow up attempts were unsuccessful. Reporting out of abundance of caution. Supplemental report 10/05/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.